Event description:
A medtronic representative reported that during onsite testing, the emitter tracking volume was much smaller than it should be and tracking was intermittent. This event was reported outside of surgery, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
A new emitter was sent to the site and resolved the issue. The suspect emitter was connected to a test system and passed all performance testing without issue. The tracking was normal throughout the entire volume. The emitter passed the pegboard test within specifications. Flexing the power cable did not indicate any intermittent opens. Device found to be fully functional.